Manufacturer narrative:
Clinical evaluation performed by clinical affairs department. In a complex case of spinal stabilization (t10-ilieum) undergoing multiple revision surgeries, a bilateral rod breakage has been reported. Pre-revision imaging only shows evidence of breakage in the upper right rod which appears manually bent into a z-shape. The breakage occurred approximately 5 months after the previous surgery (based on the xrays date). Rods often suffer fatigue fractures when fusion does not take place and the device is continuously stressed. In this case, the fracture happened very early, possibly due to the uneven distribution of the load along the construct. For instance, pre-revision x-ray indicates increased kyphosis at the thoracolumbar junction. With the elements at disposal, it is challenging to suspect a defective or malfunctioning device.

Event description:
Revision surgery due to rod breakage (5.5 x 480 mm ti rod) approximately 6 months after the last surgery. The thoracic part of the primary rods was left in the patient since there were lamina bands attached to it. The surgeon then added a rod from the competitor which has a connector attached to it to the thoracic rod. Additionally, he added the two parallel rods to add more stability. Rods and side-to-side connectors are from competitors. The patient had undergone 3 previous surgeries to extend the construct and 2 previous surgeries due to infection (no medacta devices revised).

Manufacturer narrative:
Items received on 23.may.2024 visual inspection performed by r&d project manager the two rods received were the more caudal of the original construct, that didn't experience any breakage. No defects or anomalies can be detected. The broken part of the device was disposed of by the hospital. No further analysis can be performed with the data provided.